Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported by a nurse that the patient's mother observed an issue with a portex bivona flextend tts neonatal and pediatric tracheostomy tube immediately upon use. The patient's mother thought there was a hole in the cuff, which caused the patient to struggle to maintain oxygen saturation. No permanent injury was reported. See MFR: 3012307300-2016-00059.